Event description:
During an emergency trach tube change, the pt connector came apart making it impossible to ventilate pt with bag until a new connector was obtained. Pt's anatomy makes bagging without this connector virtually impossible. A new connector was obtained within seconds. Pt was bagged and was unharmed. This was not the first time the product broke so lot was sequestered. Not previously reported.